Manufacturer narrative:
The test strips were not returned.

Event description:
The customer complained of discrepant high inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to a laboratory using the dade innovin method. The result from the meter was 6.5 inr. The result from the laboratory within 2 hours was 4.7 inr. The patient received no treatment. The patient's therapeutic range is 2 - 3 inr. There was no allegation that an adverse event occurred. The patient is in stable condition. The patient is not experiencing any bleeding or bruising. The patient has not had any changes in diet or medication. The meter and test strips were requested for investigation. The meter was returned. The test strips were not returned. The results alleged by the customer were not observed in the meter memory. Retention test strips (lot 294943) were tested in comparison to master lot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification. Qc was run on the returned meter and master lot test strips: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9-2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2 %. No information was provided in the complaint that would point to a cause for the discrepant results. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.